Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, hemolysis, and respiratory failure, which may be associated with the use of heartmate 3 lvas. The section titled ¿patient care and management,¿ lists arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on extracorporeal membrane oxygenation (ECMO) before the ventricular assist device (vad) implant and remained on ECMO post vad implant. On (B)(6) 2025, the patient underwent ventricular fibrillation (vf) arrest after their ECMO circuit was set to cooling. The patient returned to sinus rhythm (sr) after they became normotensive. The patient then had significant hemolysis and clotted their oxygenator which was exchanged without further issue. The patient remained on the ECMO and vad and was focused on lung healing. Chest x-ray showed edema vs aspiration/pneumonitis.